Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the patient side manipulator (psm). Engineering confirmed the reported failure mode. During a weighted braked drop test of the psm, system error code 23022 was generated and found to be associated with the psm psm's axis 2 brake. Axis 2 was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Upon review of the da vinci system log review, an intuitive surgical inc. (Isi) representative observed a 23022 error message indicating that a brake fault on a patient side manipulator (psm) occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes. On september 3, 2014, an intuitive surgical, inc. (Isi) field service engineer (fse) conducted a field investigation. The fse determined that the system error code 23022 was associated with psm 3. The system was repaired by replacing the affected psm.